Event description:
Elective replacement of ventricular pace lead. Good threshold until pt moves. Then no v pace artifacts. Problem of lead not visual on x-ray (apparent fracture of ventricular pace lead).